Event description:
As reported "while inserting pl cages, two of them broke."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.